Manufacturer narrative:
Section d4: serial number changed.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the blood glucose monitor was defective. The monitor presented thick black lines on the screen which makes it very difficult to read. The patient tested his blood glucose level and thought it said 4.4 mmol/l, but it was actually reading 24.4 mmol/l and he treated for 4.4 and ended up with ketones as his blood glucose level went very high.